Event description:
The account alleged the bed exit is working but the local alarm will not sound. No pt impact.

Manufacturer narrative:
The account has replaced the scale board and bed exit board and the issue remains. No further info is available on the repair of the bed at this time.